Manufacturer narrative:
(B)(4). Method: the complaint rt268 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the customer reported that the rt268 circuit was leaking air "greater than 50%". Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt268 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt268 infant dual heated evaqua2 breathing circuits also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. - visually inspect breathing sets for damage before use (e.g. A crushed tube or cracked connector) and replace if damaged.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a rt268 infant dual-heated evaqua2 breathing circuit was leaking air "greater than 50%". It was also noted that the patient blood oxygen saturation "could not maintain the normal range". The customer replaced the rt268 breathing circuit and reported that there was no patient consequence.